Manufacturer narrative:
H6: physio-control replaced the system pcb assembly, and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not complete its initial boot-up cycle in order to power on. In this state, defibrillation therapy would not be available if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control failure analysis center further evaluated the system pcb assembly and observed that the single board computer (sbc) on the system pcb assembly was not functioning correctly which resulted in the device to not complete its boot up cycle.

Event description:
A customer contacted physio-control to report that their device would not complete its initial boot-up cycle in order to power on. In this state, defibrillation therapy would not be available if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not complete its initial boot-up cycle in order to power on. In this state, defibrillation therapy would not be available if it was needed. There was no patient use associated with the reported event.